Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03927. Follow-up identified surgical intervention was undertaken during which time the entire scs system was explanted. The sjm representative was not present for the procedure. Reportedly, purulent discharge was observed at the lead site. However, cultures were negative. Note: new device report 2 added (lead).

Manufacturer narrative:
(B)(4). Manufacturer's evaluation: the reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
A suspected infection was reported at the ipg pocket site approximately 10 days after implant. Reportedly, oral antibiotics was prescribed as treatment as well as continuous patient monitoring of the site. Follow-up identified fluid drainage at the ipg site. As a result, surgical intervention may be undertaken as the next course of action to further address the issue.